Event description:
The customer reported receiving a platelet (plt) clump error message on a coulter lh 750 hematology analyzer. While troubleshooting, the customer discovered that approximately 5ml of blue fluid had leaked underneath the white blood cell (wbc) bath. Further troubleshooting failed to resolve the issue and service was dispatched. The customer was wearing personal protective equipment (ppe) consisting of eyeglasses and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 05/07/2015 and found evidence of a leak behind the wbc bath. He removed the front of the bath (from the aperture housing) and verified all tubing and fittings in the area were not leaking. The wbc bath was reinstalled and was no longer leaking. The fse documented he could not identify the precise source of the leak. The fse also heard a small air leak and found the single tube pinch valve vl62 was cracked, which was replaced resolving the audible air leak. The cause of the plt clump flagging issue is unknown as it was not identified or observed by service during troubleshooting. The instrument was verified and validated. (B)(4).